Event description:
Patient presented to the physician with potential infection at the neck incision. Physician took cultures which returned positive for mrsa. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with drainage at the neck incision. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin and exposed. Physician brought the patient into the or and removed the inspire system.